Event description:
The dr experienced a failure of the screw during a surgery treating a supracondylar fracture of the humur. The dr commented that no forcible insertion had occurred and that the other seven screws did not break.